Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) presented to the physician's office after receiving a shock. The physician attempted to, but was unable to interrogate the ICD. The physician also noted that when a magnet and wand were placed over the device, there was a 'buzzing' noise emmitted. The physician performed an invasive procedure, testing of the transvenous defibrillation lead found proper functioning. The physician elected to explant the ICD.